Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose levels. Blood glucose level at the time of admission was not provided. The customer was wearing the insulin pump at the time of the hospitalization. The insulin pump was not replaced or returned for analysis.